Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Customer experienced a low blood glucose (bg) of 44 mg/dl. Reportedly, the cause of the low was due to the customer working with healthcare provider regarding adjusting the personal profile settings. To treat the low bg, the customer consumed juice. The customer reverted to an alternate method of insulin therapy.